Event description:
The patient reported a stabbing, poking pain, on the right side of their neck and an infection was confirmed. An x-ray was performed which confirmed device migration. Additionally, antibiotics were prescribed, an explant procedure was performed on (B)(6) 2025, and a new neurostimulator was implanted.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, improperly closing the surgical site, multiple tunneling attempts, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, severe force applied to the implant (patient fall, accident), and the patient having contraindicating conditions have been ruled out. However, non-compliance to the IFU was identified as the patient has a non-curonix scs system implanted. In addition, migration was confirmed via x-ray. However, the cause of migration is unknown. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -non-compliance to the IFU as the patient has a non-curonix scs system implanted (user error-clinician). -migration as the x-ray confirmed device migration (unable to determine root cause). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.